Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the contrast used during the procedure was not diluted. It should be noted that the tenku coronary dilatation catheter instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issues. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported deflation issue appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the moderately tortuous left main coronary artery. There was resistance noted during removal of the protective sheath and the contrast was not diluted. Pre-dilatation was performed with the 3.25x12 mm nc tenku balloon dilatation catheter (bdc) once to 16 atmospheres. Negative pressure was held for 10 seconds, but the balloon could not be deflated at all. The bdc was removed by advancing a non-abbott guide catheter extension to cover the balloon to remove it. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.